Event description:
Received false positive serological hsv1&2 test as a result of using a panel test. Caused mental harm. When test were conducted at a later date and separately; the results were negative. No physical signs or symptoms present. Lab stated higher risk for false positive results when test are conduct using "panel" test. Organization collecting serological specimen stated they request the panel test. Do not know the name of the panel.